Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with a pacemaker that exhibited battery failure. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis of device image indicated a false eri triggered approximately three months before the explant date which resulted from transient low battery voltage, consistent with the device being in high output mode. There¿s evidence from the device image that the autocapture feature was enabled and operated in high output mode at times.interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.